Event description:
It was reported that there were concerns of a premature battery depletion of this implantable cardioverter defibrillator (ICD). The device was explanted and replaced due to premature battery depletion. No adverse patient effects were reported.